Manufacturer narrative:
During the manufacturer's technical inspection, the error description provided by the customer was confirmed, and further defects were detected. In total the following defects were detected: customer complaint noted: led not lighting up, blade damaged, adhesive points on camera head worn, leaking, housing worn, housing discolored, cover worn, cover discolored, leaking between cover and housing, product labeled by customer. T device passed the quality test at the time of delivery. Based on the defects identified during the technical inspection, it is assumed that the cause of the described fault is wear of the adhesive at the tip of the c-mac blade, which was caused by mechanical damage during use. The wear of the adhesive allows fluid to penetrate the blade, which affects the electronics and causes the light is dim. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that cmac blade flickers. No negative impact in state of health reported.